Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended on multiple occasions; the customer's threshold suspend limit was set to 60 mg/dl and she stated that her blood glucose was 90 mg/dl and 140 mg/dl during two particular suspend events. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was removed from the customer's body and the cannula was bent. The sensor will be returned for analysis and a replacement sensor will be shipped to the customer.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.